Event description:
It was reported that during a ureteroscopy procedure, basket damage occurred. The lesion was located in an unspecified ureter. The 1.9 zero tip nitinol retrieval basket was advanced to the stone. The basket was able to capture a stone, however, upon removal it was noted that the wires located at the distal tip of the basket were no longer tied together. Another of the same device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility, and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed.